Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that v60 ventilator went inoperative with error code message machine and proximal pressure sensors failure. Customer reported that the device was in clinical use at the time the reported issue was discovered; however, there was no patient harm.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain patient's information; however, there was no response. The manufacturer's field service engineer (fse) sent the retrofit kit, data acquisition (da) pcba to motor controller (mc) pcba cable to customer for replacement. Multiple attempts were made to follow-up with the customer to obtain repair status; however, there was no response.the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.